Event description:
While investigating an obstetrical calculations report, the reporter found that a digit had been omitted when compared to the data saved in the ultrasound system. The digit was omitted during transmission of the ultrasound data to co's image and data acquisition system. Engineering testing has confirmed that the prolem occurs infrequently. This measurement can be used in determining fetal weight and gestational age. Based on consultation with a perinatologist, co believes the chance of serious injury is remote.